Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have worn insulin pump in bra. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads, broken belt clip slot, minor scratches on display window and missing end cap sticker.